Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6), alleging that their onetouch verio pro meter was prompting an apply sample symbol instead of counting down to the blood glucose result. The patient did not alleged any symptoms suggestive of a serious injury as a result of the alleged issue. During troubleshooting the customer care representative confirmed that the patient was inserting the test strip into the subject meter, then applying the sample and that the test strips were completely drawing in the sample. However, the patient stated that it would continue to show the apply sample symbol after. The alleged issue was not resolved during troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the patient denied developing symptoms suggestive of a serious injury or receiving treatment. However, this complaint is being reported as a malfunction because the patient claimed that the subject meter was promoting an apply sample symbol instead of counting down to the blood glucose result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.